Event description:
We received an allegation about discrepant results for 1 patient's sample tested with calcium assay on a cobas 8000 cobas c701 analyzer. Initial result: 0.7 mmol/l. This result was reported to the physician. A new sample was withdrawn and tested. It resulted in a calcium value of 0.13 mmol/l. The customer noticed a difference between the results. The customer then pulled out the original sample and repeated it on 10-aug-2023. Rerun result: 2.4 mmol/l. The customer also repeated the 2nd sample. Rerun result: 2.41 mmol/l.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) found the maintenance was insufficient. The fse renewed and adjusted the gear pump head and checked the filling levels. He adjusted the needle adjustments, cleaned the trap bottle and the drains. The fse also renewed the torn hose at the cell rinse assembly. The fse did a performance check and the instrument was performing within specifications. Precision studies were performed and they were within specifications. The customer performed qc and they were acceptable. The investigation determined that the root cause of the event was consistent with a maintenance issue.